Event description:
Prior to the handheld electrocautery pencil being passed onto the surgical field, the bovie tip was changed to a megadyne bovie teflon tip. The tech did not seat the tip properly all the way into the covidien bovie handheld pencil. The surgeon used the handheld during surgery and a burn occurred. Our facility is concerned that these tips can be difficult to fully insert into certain handheld electrocautery devices, as this has been a recurring problem. Techs have been educated about this possibly happening and all surgical techs and scrubs received training to avoid not seating the tip properly. During a previous surgery, while the surgeon was using the bovie tip on the inside of the right breast pocket, the exposed metal (the proximal, not insulated shaft) portion of the tip that was not pushed into the pencil, burned the exterior skin of the right breast that it was touching up against on the inferior aspect of the incision in the middle causing a 1.2cm burn. The surgeon excised the area and sent the tissue to pathology.